Event description:
Same case as MDR ID#: 2134265-2012-07710. It was reported that during a rotational atherectomy treatment procedure, a guide wire fracture and a vessel perforation occurred. Vascular access was gained via the right radial artery. The 90% stenosed, 2.5x19mm target lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery (lad). Initially the physician attempted to cross a 1.5mm rotablator rotalink plus burr, however the burr was unable to cross the lesion. A 6f non-bsc guide catheter did not remained engaged in the artery during the attempt to cross and was therefore re-engaged. Then a 1.25mm rotablator rotalink plus burr was utilized for three runs for 5 seconds each at 220,000 rpms for ablation of the lesion. Then the burr was exchanged for the initial 1.5mm rotablator rotalink plus burr. The 1.5mm burr was then successfully utilized for two runs for 5 seconds each at 220,000 rpms for ablation of the lesion. The burr was entered to the high lateral vessel and a vessel perforation occurred. When the perforation occurred, the physician noted that the rotawire guide wire was in the high lateral vessel and separated. The perforation was treated with a stent that was implanted and stopping the hemorrhage. The physician attempted to remove the separated guide wire to inside the guide catheter with tangling together the guide wire and a balloon; however, the separated guide wire was dislodged to the aorta. Days later, it was confirmed with CT that the separated guide wire was located in the right atrium(ra). The guide wire fragment was surgically removed. No further patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: an initial examination of the complaint unit was not carried out as the product was not returned to site for investigation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).